Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pdh531, clr222 and no non-conformances were identified. The following information was requested and the following was received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of procedures? 1 procedure. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This is the first occurrence of such an event with dermabond prineo. If this event occurred in multiple procedures, please provide the following information for each patient event what is the procedure date? (B)(6) 2020. How many layers of dermabond were applied? Multiple layers of the glue were applied. How was the prineo applied on the mesh? Mesh was completely covered with the glue with multiple brush strokes while gradually squeezing out the glue. What prep was used prior to product application? Patient knee was kept in full flexion position and the wound was completely dried before the mesh application. There was no oozing during application of mesh and glue. What date did the issue occur on? (B)(6) 2020. Was there any medical or surgical intervention performed (re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes, re-closure had to be done using normal traditional dressings. What is the most current patient status? Patient is recovering as per regular procedure and timelines. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Dermabond prineo was not used on this particular patient before.

Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2020 and surgical sealant was used. The adhesive was later covered with gauze dressing post drying. On the 3rd day post surgery, during dressing change, the entire mesh came off along with the dressing. The applied glue seems to have dried off and the mesh was no longer sticking to the patient skin. There was some oozing of blood observed and to evaluate the oozing the surgeon removed the dressing and found mesh also came off along with the dressing. Steri strips were used to close the wound and normal traditional dressings to address incision. Additional information was requested.